Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01143, 3005168196-2021-01144.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a lantern delivery microcatheter (lantern), pod coils, pod packing coils (pod pcs), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing a pod coil; however, the pod coil was successfully implanted. Next, the physician encountered resistance while advancing a pod pc through the middle of the lantern. Therefore, the pod pc and lantern were removed from the procedure. The procedure was completed using a new lantern to implant the same pod pc, one additional pod pc of the same size, and three non-penumbra coils. There was no report of an adverse effect to the patient.